Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol returned pressed down into well area of iol case base. Solution and what appears to be blood is dried on the iol. Both haptics are adhered to the optic surface with solution. The optic is bent and has light scratches. No cartridge returned. The product investigation could not identify the root cause for the reported complaint "lens abnormal discharge from the cartridge". No cartridge was returned. We are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the lens were discharged abnormally from the cartridge and surgery was completed with another lens and there was no patient contact..

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that with a description of defective intraocular lens (iol).the reporter stated that the lens were discharged abnormally from the cartridge. Additional information has been requested.